Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
During a follow up, low hv lead impedance was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported impedance anomaly could not be confirmed in the laboratory. The lead exhibited normal electrical characteristics. Analysis found the lead insulations abraded and the metal wires of the rv cable were exposed in the same area. The low impedance could occur if the exposed metal wires come in contact with the ICD can. The damages to the lead insulation were caused by friction to the ICD can.